Manufacturer narrative:
(B)(4). Concomitant products: part 14-103652, lot 132750- univ 2-hole shl 52 mm lnr sz 23. Part ep-105883, lot 166560- epoly 28 mm rlc lnr mrom sz23. Part 51-106100¸lot 3674056- tprlc 133 mp type1 pps so 10.0. Part unknown, lot unknown- unk screw (20 mm). Part unknown, lot unknown- unk screw (25 mm). Part 650-1159, lot 2015070101-delta cer fem hd 28/-3 mm t1. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event, please see associated reports: MFR 0001825034-2018-00934, MFR 0001825034-2018-00935. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Clinical study (B)(6) patient experienced moderate pain after one year post surgery.